Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts or the high donor bmi.

Manufacturer narrative:
This report is being filed to provide additional information in e.1, e.3, h.6 and h.10 and updated information in b.6. Investigation: the run data file (rdf) was analyzed for this event. Alerts that are known to contribute to wbc contamination were not generated in this run data file. As the trima system cannot count the cells entering the platelet product bag, the rbc detector signals must see a significant change in the reflectance values to notify the operator of an lrs chamber saturation and to count the wbcs in the platelet product. In this case, the signals did not indicate that wbcs were escaping the lrs chamber. Therefore, the run data file reported that the platelet product could be labeled as leukoreduced. Although the trima system has several methods for detection of possible wbc contamination, it is possible that some events may elude the detection capability of the trima system. Run data file analysis did not show a conclusive root cause for the elevated wbc content in the platelet product reported for this collection. Based on the available information, it is possible this failure may be related to donor specific blood characteristics that may challenge the trima leukoreduction system, including, but not limited to higher than average donor pre-mnc and/or pre-wbc counts or the high donor bmi. Investigation is in process. A follow up report will be provided.